Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the shaft, balloon and contrast in the inflation lumen, which is consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink in the bayonet portion of the hypotube 9.5 cm proximal to the guide wire exit notch. There was a hole in the outer member at the kink 9.5 cm proximal to the guide wire exit notch. The proximal end of the support mandrel was protruding through the hole in the outer member 9.5 cm proximal to the guide wire exit notch. There was no other damage noted to the stent delivery system (sds). The rotating hemostatic valve (rhv) used during the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. Factors that can contribute to difficulty to position through the rhv include, but are not limited to, damage to the stent implant, product size selection, damage to the sds or accessory devices, or the rhv not being fully open at the time of insertion. The stent outer diameters were measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as the sds was advanced through a new rhv with no resistance noted. In this case, it is likely that the sds was not properly supported during advancement in the rhv, resulting in the kink in the shaft. Additional manipulation of the shaft at the kink would have contributed to the support mandrel protruding through the material. However the original cause of the resistance with the rhv could not be determined. A conclusive cause for the reported difficulty of advancing the sds through the rhv could not be determined; however, the kink and tear in the shaft appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position, kinks, or tears in the shaft for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure, an attempt was made to advance a multilink 8 stent system through the priority pack hemostatic valve; however, the stent system kinked. The stent system was removed and a non-abbott stent system was used successfully to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect. No additional information was provided. Return device analysis revealed a tear in the shaft of the stent delivery system.